Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 5 for the same event. It was reported that during cochlear implant surgical procedure, it was observed that a console device was showing an error message, a motor device was overheating, a second console device had an error message, a second motor device was overheating and not turning, and an attachment device would not spin. According to the report, a device went out during the case and another unit was brought in but also did not work. The reporter was unsure which device malfunctioned first. It was reported that there was a thirty minute delay in the procedure due to the event and a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device was overheating and would not spin the burr was confirmed. An assessment was performed on the device which found that the unit reflected heat in the elbow with a reading of 104 degrees fahrenheit which is greater than manufacturers' specification (104 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was further noted that the unit reflected heat in the base with a reading of 104 degrees fahrenheit which is greater than manufacturers' specification (104 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was noted that the bearings and gear on the back end and the gear and bearing in the mid-section are corroded and worn out. It was determined that the buildup of corrosion on the bearings and gears in the back end and mid-section is consistent with creating heat from normal use over time. The assignable root cause was determined be normal wear from use and servicing over time, the failure was caused by worn out bearings / gears. If additional information should become available, a supplemental medwatch report will be submitted accordingly.